Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, through a medical professional. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Patient reported experiencing no restriction and very little weight loss after a series of adjustment fills a few months after implanting surgery. The patient stated "the physician injected fluid and noticed that the fluid leaked out [as seen] in the xray". The patient did not know the location of the leak. Explant surgery has not occurred. The event has currently not been confirmed by a health professional.